Event description:
The intrathecal baclofen pump was implanted a few years ago and appeared to be malfunctioning. The patient was not getting a consistent response to the medication. The pump was explanted and a new pump was implanted.